Event description:
This is one of many reports received from japan in which a product mislabel was identified. The patient underwent cataract extraction with ceeon lens implant labeled as 812a/21.5(d). The lens was actually model 745a/18.0(d), but incorrectly labeled and resulted in a postoperative hyperopia of +4 than expected acuity. The patient complained of abnormal vision. No other info was provided concerning this case. A MFR investigation was performed and it was found that this was 1 of 7 lots that were repackaged at the same time due to an expiration date error. A recall was initiated immediatedly. Also, as a precautionary measure, 5 other lots that were mfg the same day, were also recalled. The distribution of these lots was limited to japan.